Event description:
It was reported that the ¿delivery rate test: 34.5 ml/h (target 28.2 - 31.8 ml/h)¿. The event occurred during regular safety check. There were no patient involvement and no harm reported.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). One device was received in condition, no physical damage was found on the pump. The reported issue could not be duplicated. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and delivering within specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No further action will be taken.